Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: found in uterus - missing coil"), device breakage ("device breakage"), abdominal pain lower ("pain/cramps/cramping") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (batch no. 624829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, visual impairment, migraine, celiac disease, hemorrhoids, endometriosis, cholelithiasis, eczema, other disorders of intestine and endometriosis ablation. Concurrent conditions included gerd, asthma and uterine bleeding. Concomitant products included axotal (fioricet), dicycloverine (dicyclomine), estradiol, loratadine (claritin), montelukast (singulair), propranolol, ranitidine hydrochloride (zantac), sertraline (zoloft), sumatriptan (imitrex), topiramate (topamax), tramadol and venlafaxine (effexor). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) always heavy bleeder but it got worst after essure") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) always heavy bleeder but it got worst after essure"). On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 7 years 11 months after insertion of essure, the patient underwent cholecystectomy ("surgery: gallbladder removed"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ pain on thepubic area, sharp stabbing pain"), fatigue ("fatigue/fatigue"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), weight increased ("weight gain/weight gain or loss specify which one, weight gain"), paraesthesia oral ("allergic or hypersensitivity reaction- type: tingly lips, can not wear certain earrings, sweat, get holt, irritated skin"), hypersensitivity ("allergic or hypersensitivity reaction- type: tingly lips, can not wear certain earrings, sweat, get holt, irritated skin"), dermatitis allergic ("allergic or hypersensitivity reaction- type: tingly lips, can not wear certain earrings, sweat, get holt, irritated skin"), depression ("psychological or psychiatric problems condition: depression and anxiety had it before essure but it seemed to get worst after essure"), anxiety ("psychological or psychiatric problems condition: depression and anxiety had it before essure but it seemed to get worst after essure"), skin disorder ("rashes or skin conditions type: unsure"), migraine ("migraines / headaches increased ten folds, used to get them once or twice a week and it got as bad 5 times a week"), headache ("migraines / headaches increased ten folds, used to get them once or twice a week and it got as bad 5 times a week"), dental caries ("dental problem teeth getting cavities and breaking"), tooth fracture ("dental problem teeth getting cavities and breaking"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: eye sight has gotten a lot worst"), irritable bowel syndrome ("gastrointestinal or digestive system condition: been diagnosed w/ ibs"), alopecia ("hair loss experiencing hair loss, creep up on me") and rash ("rash on face"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral oopherectomy)), surgery (total hysterectomy (uterus and cervix removed) bilateral oopherectomy)) and surgery (total hysterectomy (uterus and cervix removed) bilateral oopherectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, fatigue, feeling abnormal, abdominal distension, weight increased, paraesthesia oral, hypersensitivity, dermatitis allergic, skin disorder, dental caries, tooth fracture, dysmenorrhoea, cholecystectomy, irritable bowel syndrome, alopecia and rash outcome was unknown, the abdominal pain lower, genital hemorrhage, pelvic pain, vaginal hemorrhage, menorrhagia, dyspareunia and vaginal discharge had resolved and the depression, anxiety, migraine, headache and visual impairment had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, cholecystectomy, dental caries, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital hemorrhage, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, paraesthesia oral, pelvic pain, rash, skin disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepant information in insertion date- (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion then right side extends into the mid fallopian tube. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, headache, anxiety, abdomen pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: found in uterus - missing coil"), device breakage ("device breakage"), abdominal pain lower ("pain/cramps/cramping") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (batch no. 624829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, visual impairment, migraine, gerd, celiac disease, hemorrhoids, endometriosis and cholelithiasis. Concurrent conditions included asthma. Concomitant products included axotal (fioricet), dicycloverine (dicyclomine), estradiol, loratadine (claritin), montelukast (singulair), propranolol, ranitidine hydrochloride (zantac), sertraline (zoloft), sumatriptan (imitrex), topiramate (topamax), tramadol and venlafaxine (effexor). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 7 years 11 months after insertion of essure, the patient underwent cholecystectomy ("surgery: gallbladder removed"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ pain on thepubic area, sharp stabbing pain"), fatigue ("fatigue/fatigue"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), weight increased ("weight gain/weight gain or loss specify which one, weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) always heavy bleeder but it got worst after essure"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) always heavy bleeder but it got worst after essure"), paraesthesia oral ("allergic or hypersensitivity reaction- type: tingly lips, can not wear certain earrings, sweat, get holt, irritated skin"), hypersensitivity ("allergic or hypersensitivity reaction- type: tingly lips, can not wear certain earrings, sweat, get holt, irritated skin"), skin irritation ("allergic or hypersensitivity reaction- type: tingly lips, can not wear certain earrings, sweat, get holt, irritated skin"), depression ("psychological or psychiatric problems condition: depression and anxiety had it before essure but it seemed to get worst after essure"), anxiety ("psychological or psychiatric problems condition: depression and anxiety had it before essure but it seemed to get worst after essure"), skin disorder ("rashes or skin conditions type: unsure"), migraine ("migraines / headaches increased ten folds, used to get them once or twice a week and it got as bad 5 times a week"), headache ("migraines / headaches increased ten folds, used to get them once or twice a week and it got as bad 5 times a week"), dental caries ("dental problem teeth getting cavities and breaking"), tooth fracture ("dental problem teeth getting cavities and breaking"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: eye sight has gotten a lot worst"), irritable bowel syndrome ("gastrointestinal or digestive system condition: been diagnosed w/ ibs") and alopecia ("hair loss experiencing hair loss, creep up on me"). The patient was treated with surgery (c) and surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, abdominal pain lower, fatigue, feeling abnormal, abdominal distension, weight increased, paraesthesia oral, hypersensitivity, skin irritation, depression, anxiety, skin disorder, migraine, headache, dental caries, tooth fracture, dysmenorrhoea, cholecystectomy, visual impairment, irritable bowel syndrome and alopecia outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, cholecystectomy, dental caries, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, paraesthesia oral, pelvic pain, skin disorder, skin irritation, tooth fracture, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), allergic or hypersensitivity reaction: unsure, psychological or psychiatric problems condition: depression and anxiety, rashes or skin conditions type: unsure, migraines / headaches, migration of essure device location of device: found in uterus - missing coil, dental problems, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), surgery: gallbladder removed, pain, vaginal discharge,vision/eye problems type: eye sight has gotten a lot worst, fatigue, weight gain, gastrointestinal or digestive system condition: been diagnosed w/ ibs, hair loss were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: found in uterus - missing coil"), device breakage ("device breakage"), abdominal pain lower ("pain/cramps/cramping") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (batch no. 624829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, visual impairment, migraine, celiac disease, hemorrhoids, endometriosis, cholelithiasis, eczema, other disorders of intestine and endometriosis ablation. Concurrent conditions included gerd, asthma and uterine bleeding. Concomitant products included axotal (fioricet), dicycloverine (dicyclomine), estradiol, loratadine (claritin), montelukast (singulair), propranolol, ranitidine hydrochloride (zantac), sertraline (zoloft), sumatriptan (imitrex), topiramate (topamax), tramadol and venlafaxine (effexor). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) always heavy bleeder but it got worst after essure") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) always heavy bleeder but it got worst after essure"). On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 7 years 11 months after insertion of essure, the patient underwent cholecystectomy ("surgery: gallbladder removed"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ pain on the pubic area, sharp stabbing pain"), fatigue ("fatigue/fatigue"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), weight increased ("weight gain/weight gain or loss specify which one, weight gain"), paraesthesia oral ("allergic or hypersensitivity reaction- type: tingly lips, can not wear certain earrings, sweat, get holt, irritated skin"), hypersensitivity ("allergic or hypersensitivity reaction- type: tingly lips, can not wear certain earrings, sweat, get holt, irritated skin"), dermatitis allergic ("allergic or hypersensitivity reaction- type: tingly lips, can not wear certain earrings, sweat, get holt, irritated skin"), depression ("psychological or psychiatric problems condition: depression and anxiety had it before essure but it seemed to get worst after essure"), anxiety ("psychological or psychiatric problems condition: depression and anxiety had it before essure but it seemed to get worst after essure"), skin disorder ("rashes or skin conditions type: unsure"), migraine ("migraines / headaches increased ten folds, used to get them once or twice a week and it got as bad 5 times a week"), headache ("migraines / headaches increased ten folds, used to get them once or twice a week and it got as bad 5 times a week"), dental caries ("dental problem teeth getting cavities and breaking"), tooth fracture ("dental problem teeth getting cavities and breaking"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: eye sight has gotten a lot worst"), irritable bowel syndrome ("gastrointestinal or digestive system condition: been diagnosed w/ ibs"), alopecia ("hair loss experiencing hair loss, creep up on me") and rash ("rash on face"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral oophorectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, fatigue, feeling abnormal, abdominal distension, weight increased, paraesthesia oral, hypersensitivity, dermatitis allergic, skin disorder, dental caries, tooth fracture, dysmenorrhoea, cholecystectomy, irritable bowel syndrome, alopecia and rash outcome was unknown, the abdominal pain lower, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and vaginal discharge had resolved and the depression, anxiety, migraine, headache and visual impairment had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, cholecystectomy, dental caries, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, paraesthesia oral, pelvic pain, rash, skin disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepant information in insertion date- (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion then right side extends into the mid fallopian tube. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, headache, anxiety, abdomen pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:medically confirmed case. Reporter and patient demographics were added. Removal surgery updated. Event rash on face added. Events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramps") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), feeling abnormal ("brain fog"), abdominal distension ("bloating") and weight increased ("weight gain"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, fatigue, feeling abnormal, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, fatigue, feeling abnormal, genital haemorrhage and weight increased to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.